Event description:
It was reported that the radiology technician placed the catheter into the pt's difficult radial vasculature in the operating room. They experienced difficulty when advancing the guide wire. At which time, the clinical removed the wire and catheter and the wire sheared. As a result, another kit was opened and placed successfully for the pt. There was no delay in treatment, no pt death, and no pt complications were reported. Follow up info received on (B)(4) 2012 states the arterial line was inserted and they had no problems getting flash back and the guide wire was inserted easily. They could not advance the cannula so the wire was withdrawn and they went through the artery with the catheter and needle. The clinician wanted to use the wire on its own. As the clinician tried to remove the needle and wire, the wire started to unravel. Pressure was applied to the pt's arm well above the wire to be able to remove intact. It was removed eventually in one piece and there was no harm to the pt.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.